Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that e-200 integrated electrosurgical unit (iesu) suddenly turned off. The customer power cycled the iesu, which resolved the issue at this time. The tse could not find any related errors in the logs. The tse confirmed that there were no power strip cables. The tse advised the customer to check the cables and to perform several power cycle tests after the surgery. After, the customer called back to report that the iesu turned off two more times. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The issue occurred once prior to procedure and once after procedure. Ports were not placed when the issue was identified. There were no issues with the e200 during the procedure. Issue was resolved by powering on the e-200 iesu each time the issue occurred. The patient information was not available. The e-200 generator was visually inspected, where no issues were found. The generator was installed onto a known good system and powered on with no issues. The e-200 generator passed system drive testing. Performed functional station testing and passed. Root cause is attributed to a defective generator.